Event description:
It was reported to covidien on 06/19/2012 that a customer had an issue with a ted compression stocking. The customer states that the pt has a wound on the right ankle where the stocking was being worn. The pt had hip prosthesis surgery and is experiencing numbness in the legs. The pt is diabetic and is treated with insulin. The customer states that the spinal may have caused the numbness.

Manufacturer narrative:
Submit date: 07/11/2012. An investigation is currently underway. Upon completion, the results will be forwarded.